Manufacturer narrative:
(B)(4). Concomitant med products and therapy dates: lid device, (B)(6) 2020. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from india that the battery handpiece/modular device made a loud noise while being used together with the lid device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in january of 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Correction: device availability: d10: the device availability date was incorrect in the initial report. The date has been updated from 2/21/2020 to 2/12/2020. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device would not run, the trigger was defective, and the bearing was worn. It was further observed that the device had component damage and the moving parts did not move smoothly. It was further determined that the device failed pretest for check history, check proper function of the triggers and check of free moving. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.